Manufacturer narrative:
(B)(4): investigation revealed no damage to the keypad. Testing confirmed that none of the keypad buttons have normal spring back or click. The buttons respond to presses but feel flat. The keypad was removed for investigation to reveal contamination present under the contacts of all buttons. Unrelated to the complaint, testing revealed failure of the vibration motor. The alleged malfunction alone is not likely to cause an adverse event because either the vibration alarm mechanisms still function and will still alert the user should the pump emit an alarm. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging multiple keypad buttons are intermittently unresponsive and seem worn down. The reporter stated that the buttons have to be pressed in a certain spot to get a response. The patient reportedly keeps the pump in a pocket in a protective skin and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.